Event description:
Per the clinic, the patient experienced swelling and infection (abscess) at the implant site. Subsequently, the patient was hospitalised (date not reported) and treated with IV antibiotics (date and duration not reported). The device was explanted on (B)(6) 2024. Re-implantation is planned but had not taken place at the time of this report.